Event description:
Manufacturer representative reports the pt was getting out of her car when she rec'd a painful surge of stimulation that caused her to fall. The pt indicated they were unable to move and stayed on the ground for approximately 20 minutes. The pt was able to turn off the therapy with help and left the device off after the event. No report of injury has been rec'd attributed to the fall. A follow-up the pt indicated to the physician that she has previously been to the emergency room several times to investigate symptoms of numbness in her arm and due to discomfort in her ribcage that she felt were attributed to the device. The pt also stated that observed battery levels before and after receiving over stimulation showed a noticeable drop in the battery level possibly due to a large discharge from the device causing the reported surge in stimulation. The representative indicated the pt was unwilling to have the therapy turned back on or to have impedance readings checked due to perceived pt discomfort from the product. The system remains implanted but may be surgically retrieved at a later date as an elective removal per pt request. The hcp indicated they will return the system to the MFR for analysis if it is explanted. Additional information has been requested from the hcp regarding pt symptoms and outcome attributed to the event. A supplemental MDR follow-up report will be sent to FDA if additional info becomes available.